Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 3000 mcg/ml at a dose rate of 460 mcg/ml via an implantable pump. The patient was described as having a spinal cord injury and is in a wheelchair. It was reported that a motor stall occurred due to a taxi seatbelt. It was further reported that while filling the pump, they noticed in the logs that there had been two motor stalls with motor stall recovery. The first motor stall occurred (B)(6) 20214 and the second motor stall occurred (B)(6) 2024. It was noted that on both dates the patient was transported with a taxi. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the motor stalls were probably due to a magnetic seatbelt in the taxi. No further diagnostic tests or troubleshooting was performed. No further actions were taken to resolve the issue. No surgical intervention occurred and no surgical intervention was planned. The pump remained implanted and in-service. The issue was resolved as of. The patient was without injury regarding their status as of (B)(6) 2024. The patient's medical history and weight at the time of the event were unknown.